Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the 2.25x23 mm xience prime stent was implanted in the distal left anterior descending coronary artery and a non-abbott stent was implanted in the mid left anterior descending coronary artery. On (B)(6) 2018, the patient visited the hospital for the 5-year-follow-up visit without issue. On (B)(6) 2019 the patient expired at home. According to the physician, the patient had a history of renal disease and had been receiving dialysis before the xience prime stent was implanted. Additional details of the death were unknown. The physician stated a causal relationship to the xience prime stent was unknown. No additional information was provided.